Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter phone#: unknown. Initial reporter e-mail: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd maxzero¿ needleless connector leaked from the connection to the IV filter during use. The following information was provided by the initial reporter, translated from japanese: "this is a report about loose connection between mz1000 and non-bd¿s IV filter, resulting in leakage. The customer reported as follows: after connecting mz1000 to the IV filter (pall corporation), the connection became loose, resulting in leakage. The products were then checked but no damage could be confirmed. Administration was performed through the IV set using a pump."

Manufacturer narrative:
A mz1000 sample was not available for investigation; and the lot number of the complaint sample was reported unknown. The feedback provided by the customer indicates leakage was detected from the maxzero device in connection with a pall IV filter. No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation. The lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined as the complaint sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the maxzero component in the past 12 months.

Event description:
No additional information.